Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) in the esophagus performed on (B)(6) 2013. According to the complainant, during the procedure the gauge needle would not move at all when used to inflate the balloon. The gauge was reading inaccurately. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine as there was no harm to the patient.

Manufacturer narrative:
(B)(4) gauge reading inaccurately. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the complaint device found the unit to have no damage or defect. While performing the syringe gauge leak test, it was noted that the needle of the gauge did not increase while increasing the pressure. Given that the needle of the gauge remained at zero while the pressure increased, it is possible that the complaint unit got damaged during handling of the device. This may have caused the internal mechanism of the gauge to become damaged. The reported event of gauge reading inaccurate was confirmed as the needle of the pressure gauge did not move during functional testing. The most probable root cause of this event is handling damage. The complaint was likely caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping, at the end of a procedure; or when packaging for return. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) in the esophagus performed on (B)(6) 2013. According to the complainant, during the procedure the gauge needle would not move at all when used to inflate the balloon. The gauge was reading inaccurately. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine as there was no harm to the patient.